Event description:
The initial reporter alleged a discrepant negative result for the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit for one patient sample. The negative result was inconsistent with the patient's reported history of a previous hepatitis c virus (hcv) infection. The initial test conducted on (B)(6) 2023 using the anti-hcv g2 elecsys e2g 300 assay yielded a result of 0.0307 coi (non-reactive). A repeat test on (B)(6) 2023 produced a result of 0.0310 coi (non-reactive). Competitor testing of the same sample included abbott, which yielded a result of 6.65 s/co (reactive), and autobio, which yielded a result of 1.935 s/co (reactive).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The sample was subsequently tested using two immunoblot methods: inno-lia fujirebio and recomline mikrogen. The inno-lia result was indeterminate or negative, while the recomline result was clearly negative. Both immunoblots showed only one signal band against the ns3 antigen, which was interpreted as indeterminate or negative according to the respective instructions for use (ifus). The non-reactive result obtained with the elecsys anti-hcv ii assay was considered correct based on confirmatory testing using two immunoblot methods. A review of quality control data indicated that results were within specifications at the time of testing. However, calibration data was not provided for review. The discrepancy between the elecsys anti-hcv ii assay and competitor assays (abbott and autobio) could not be fully clarified without additional follow-up samples or confirmatory analysis of the competitor assay results. The investigation concluded that the elecsys anti-hcv ii assay result was accurate, and no product issue was identified.